Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was recorded as high. Customer delivered a bolus via the pump to address bg. At the time of event; customer was in the hospital and ketone level was identified by a healthcare provider as dangerous. Customer was treated with intravenous saline and insulin. Elevated bg/ketones resolved. Customer cleared the alarm and resumed insulin delivery. Customer was discharged on (B)(6), 2026.